Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory; however, an accuview graph was provided by the customer for analysis. The sample did not meet specification as received by medtronic. The customer reported they had a short study. The reported condition was confirmed. The investigation found: total time of the study is 06:24 hours instead 24, 48 or 96 hours (unknown which a study customer choose). The ph with normal value but there is ignores in the study. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support logged into the customer's computer and copied the study, confirmed that it was a short study and they stopped using the monitor. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure will be scheduled after the patient has a follow-up with the physician that placed the capsule.